Event description:
Additional information was received noting that the customer did not have any direct issues with the cv-190.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As the serial number of the device was not provided olympus is unable to perform a device history record review. The subject device was not returned to the repair department, it is assumed that electrosurgical noise had interfered with the image due to no abnormality in the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Customer called in and explained that their cv-190 is having image interference. There was no patient harm or consequence reported as a result of this event.